Event description:
It was reported the system failed to generate fluoroscopy x-ray. There are no reports of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.